Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This supplemental report was created to capture the correct aware date from the initial emdr.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had an infection, and a system revision was scheduled. At the revision, some products were successfully removed, excluding this rv lead. As a result, the patient was sent to a secondary facility for an additional procedure where the rv was extracted successfully. This rv lead is not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had an infection, and a system revision was scheduled. At the revision, some products were successfully removed, excluding this rv lead. As a result, the patient was sent to a secondary facility for an additional procedure where the rv was extracted successfully. This rv lead is not available for return. No additional adverse patient effects were reported.